Event description:
It was reported the pt has not used her stimulation in two years due to her ipg site getting warm when the stimulation was on. The pt stated this first started four years ago. The pt also stated she has not been reprogrammed in at least two years. Additionally, the pt has not charged her ipg in two years. The pt is pending a follow up with an sjm representative to evaluate her system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.